Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2019. After the sensor was removed the patient¿s mother reported seeing redness at the insertion site. Over the next few days the symptoms became progressively worse with itchiness, swelling, and pain. On (B)(6) 2019 the patient was taken to a pediatrician who prescribed bactrim, an oral antibiotic. At the time of contact, it was indicated that the patient was recovering at home. No additional event or patient information is available.